Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was 300 mg/dl. The customer treated their blood glucose with a manual injection. Troubleshooting found the customer's drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.